Manufacturer narrative:
Date of event estimated. The reported observation of system problem was confirmed during analysis. The root cause was due to the device being programmed to surgery mode and being exposed to a high current event. When this occurs the ipg msp430 firmware is corrupted, which results in the inability to program the device to a burst program using a cp version 2.0. If the device has a tonic program, the patient could query their device and change to a tonic program using a pc with version 2.0. Burst programming can only be performed using a clinician programmer (cp) version 1.1. A cp or pc with version 2.0 will not be able to set a device to a burst program, after the surgery mode sequence of events occurs. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.

Event description:
It was reported that the patient's initial incision site had opened. Surgical intervention took place on (B)(6) 2024 where the pocket was revised. The physician cleaned and closed the wound. At the post op appointment, it was stated the patient's wound has healed enough for physician to allow for therapy to be turned back on and to proceed as usual.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient underwent an unrelated injection procedure. It was advised prior to the procedure that an electrocautery would not be used, but the patient set the ipg into surgery mode to be safe. However thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. Upon further investigation there were 2 high current events, and it was stated the patient underwent an rfa procedures during those times. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction: section h6 code correction.